Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough, which has resulted in an insulin leak and in some cases the cannula coming out of the patient's body. The patient experienced elevated blood glucose levels.